Manufacturer narrative:
Noise was seen on ff during in-office check on (B)(6) 2019 after patient was admitted for a therapy episode, and shock impedance measured greater than 150 ohms. Lead to be evaluated further. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Pace/sense pin of this lead was capped due to noise and df-1 pins remains plugged into device.